Manufacturer narrative:
It was reported the brake rings were twisted, which resulted in the brakes not operating to specification. It is likely the twisted brake rings are the result of repeated impact damage of the stretcher being run into objects (i.e. Walls).

Event description:
It was reported the brakes were not operating to specification.